Event description:
The complaint coordinator reported the following: the patient reported that during drainage of peritoneal solution they noteiced that the set was leaking. Transfer set was inspected and a horizontal cut was observed. This is the first time this patient has presented this problem. The patient was diagnosed with peritonitis. The patient was treated with cephtriaxone (during 21 days). The patient has recovered.